Event description:
Lead management case to extract two leads. Both leads were prepped with lld-ezs. The physician began the procedure with a 16fr glidelight, working back and forth between the spo2 rv lead and 1580 rv lead. After approximately 3 minutes of laser time the physician requested a new 16fr glidelight to continue the case. An svc tear was discovered 23 seconds into lasing. The CT surgeon performed a sternotomy where it was discovered that the spo2 lead was grown into the svc contributing to a 2cm tear in the svc. The injury was repaired and the patient survived intervention.